Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate from the side port of the pump, and an inability to aspirate fluid was noted. A possible catheter tip fibrosis was suspected and was confirmed with a catheter access port contrast study. The patient was noted to have had increasing pain. The patient's device was surgically repositioned and the event was noted to have resolved without sequelae. The catheter was disposed of. The medications used within the system were dilaudid and bupivacaine. No additional information was available at the time of this submission. A follow-up report will be submitted if further information is received.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012. Product type: catheter. (B)(4).